Manufacturer narrative:
The breakage appears to be attributed damage from shipping and handling. Immucor monitors complaints of broken vials via tracking & trending. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported that they cut their finger on broken vial of anti-d (monoclonal blend).